Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the events. There was no adverse impact to the customer's blood glucose level. Customer technical support decided to replace the pump, confirmed the shipping address, and instructed the patient on how to put the pump into storage mode before returning it using a pre-paid label within ten days. The patient agreed and understood the instructions. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy to ensure continuous insulin delivery.